Event description:
This report was received from global pharmacovigilance (gpv) by a nurse from (B)(6) of peritonitis with culture positive for pseudomonas aeruginosa and fatal sepsis in a (B)(6) male patient coincident with extraneal viaflex and physioneal 40 viaflex therapies. On (B)(6) 2007, the patient began treatment with extraneal viaflex, 2 liters/day and physioneal 40 viaflex, 4 liters/day, intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis, manifested by cloudy effluent; the patient was hospitalized the same day. On (B)(6) 2011, the patient began treatment ip with cefazolin 1g/day and vancomycin 1g/day. On the same day, remedial treatment changed from cefazolin to gentamicin ip, with vancomycin ongoing. On (B)(6) 2011, the patient died. The cause of death was sepsis. The reporter stated the peritonitis evolved to sepsis which likely originated in the peritoneal catheter tunnel. It was unknown whether an autopsy was performed. Extraneal and physioneal were ongoing until the time of death. The nurse believed the events of peritonitis with culture positive for pseudomonas aeruginosa and sepsis were not related to extraneal viaflex and physioneal 40 viaflex therapies.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted. The product code of the device involved in this incident is unknown; therefore, a 510k number cannot be provided.

Manufacturer narrative:
(B)(4). A batch review was not performed as the product code is unknown and no lot numbers were identified. The cause of the peritonitis was undetermined.